Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber tip was damaged and forward-firing was observed at 300,897 joules of use. The case was completed by turp. There was no report of injury.